Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the wire was found kinked." The device was considered unusable and was replaced with a new device. This was found prior to use. There was no patient involvement.